Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when knotting after tenorrhaphy, the suture broke. The patient was with trauma of multiple tendons and flexor muscles at the level of the wrist and hand and the trauma to the digital nerve. The patient required finger flexor tenorrhaphy with neurorrhaphy and vascularization. There was no patient injury.